Manufacturer narrative:
Pump received with broken reservoir tube lip and broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had crack. Blood glucose level of the customer was unknown. The customer also reported that the reservoir was able to lock in to place when inserted in to insulin pump. Customer was advised to discontinue use of insulin pump and revert to back up plan. Troubleshooting was performed and device will return for analysis.